Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 375.7mcg/day) in simple continuous mode via an implantable infusion pump. Indication for pump use was intractable spasticity and familial spastic paraparesis. On an unreported date, the patient noticed increased spasticity, rigidity, tremors in the upper and lower extremities, hyperreflexia in the lower extremities where the patient was normally areflexive. An x-ray was performed on (B)(6) 2016 which revealed the pump had broken loose from the sutures and was flipping within the subcutaneous pocket. Per baclofen series and surgical observation, this was the cause of the patient symptoms. The clinical diagnosis was pump connector break/cut and underdosing of baclofen. The pump was explanted/replaced on (B)(6) 2016 and disposed of. The event had resulted in an emergency room visit. The event was considered related to the device or therapy. Outcome was resolved without sequelae on (B)(6) 2016. Additional information was requested regarding drug information and patient medical history. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient's medical history included spasticity and cerebral palsy. The patient's concomitant medications included baclofen, gabapentin, and tramadol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.